Event description:
Healthcare professional called to report during an exchange surgery it was discovered that the right side was ruptured. The device has been explanted and replaced.

Manufacturer narrative:
Adverse event problem health effect-f1905-device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture "large tear".